Manufacturer narrative:
Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for eval and the stylet and cannula both in their initial positons (not retracted), as the arrow could not be seen in the ready window. Loose particles could be heard within the device. Functional testing was performed by attempting to twist the rotational knob once to prime the device. The device was difficult to prime due to the loose particles. The device was disassembled and the internal components were examined. The stylet tangs were found to be broken. The investigation is confirmed for a break and inconclusive for failure to fire, as the devices could not be functionally tested due to broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.

Event description:
It was reported that during multiple biopsy procedures, the device was fully primed, but would not activate into the lesion. Another device was used in order to complete the procedure. There was no report of pt injury.